Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial #: unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the right side quit working six months prior to the report, and now two weeks prior to the report, the left side would not work either and would not charge. The patient does not feel stimulation, and reported that the battery stopped working and went dead. It was reported that since the second battery was put it, it was too little and has never been right, especially when charging as it is too small. The patient had no success with the small implant as it is too little and will not take a charge. The patient was not getting anything on the screen and it does not work. Additionally, the patient mentioned that he has had it moved three different times. The patient also sated that he had the replacement ten years prior to the report. There were no further complications reported.